Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: mnh, mni, kwq, kwp. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a lumbar fusion at l3,l5 the tip broke off the t25 stardrive shaft (from matrix) long. The tip got stuck in the locking cap. It was dislodged with ease and there was no delay in surgery. There was a backup in the or and patient outcome was successful. This report is 2 of 2 for (B)(4).